Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to severe prosthetic stenosis and comorbid conditions. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information through follow-up with the health care provider that the reason for the valve in valve procedure was due to severe prosthetic stenosis and comorbid conditions. The tavr was successfully performed with a 23 mm transcatheter valve. Echo demonstrated a well-placed and well-seated valve with no evidence of significant aortic regurgitation. The patient tolerated the procedure well and there were no complications noted.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Without additional information the cause of the event cannot be determined. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 21mm aortic valve implanted for approximately six years underwent a valve-in-valve procedure due to unknown reasons. A 23 mm transcatheter valve was successfully implanted inside the failing 21mm valve. No complications were noted. No additional information was provided.